Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that following placement of the device into patient's implanted portal, the device's introducer needle could not be retracted into the safety mechanism. The nurse was then stuck with the exposed needle. Nurse's finger was disinfected with betadine. Nurse was given standard infection screening. There were no other adverse effects to patient or clinician reported.